Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The provided x ray confirmed that the femoral implant had fractured, however without further information, it is not possible to determine the cause of the fracture. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sales rep obtained on (B)(6) 2019 this information that breakage of the stem (p/n: 134522000) with femoral fracture occurred to the patient who had the primary surgery on (B)(6) 2002 via tha by using aml. The surgeon confirmed breakage of the stem at x-ray when the patient visited the hospital by car with her husband by wheelchair because the patient had felt something wrong with her femoral. It was unknown when the breakage of the stem occurred. No revision surgery will be performed at the request of the patient and her family. They wish to receive conservative treatment. No further information is available.